Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient developed epithelial ingrowth on both eyes after a flap lift enhancement. The clinic reported a flap lift and rinse perform. Customer indicated post op of patient outcome was that patient did not experience loss of best corrected visual acuity. No patient complaint reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.